Event description:
Customer reported that at the end of hemodialysis, during steel needle removal, the safety mechanism of patient's arterial needle would not activate. Patient's primary nurse had to remove needle without engaging safety mechanism. Upon inspection it appeared as though blood leaked through the safety mechanism via a crack and clotted in the mechanism so the safety mechanic could not function. Customer stated there was no patient injury or needle stick injury, but it was a close call and potential for a needle stick injury to staff with a contaminated needle. The blood leakage was extremely minimal, approximately 1-2ml, only extending into the safety mechanism. No injury noted from blood loss.